Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/9/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number phk765, and no non-conformances related to the reported complaint condition were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the loop on the device found to be missing when trying to use the device? Or did the loop break off the device during use? The fixation tab broke during use. No further information will be provided. Note: events reported in 2210968-2021-02132.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and a barbed suture was used. During the procedure, the fixation tab was broken with continuous suturing. There were no adverse consequences to the patient. No additional information was provided.